Manufacturer narrative:
Caller did not know which strip lot produced the discrepant result. Lots 21611311 (expiration date 02/28/2014) and 21611011 (expiration date 01/31/2014) were in use at the time of the event. The retention strips were tested on a retention meter. No error messages occurred and the retention strips performed as expected. Lot 21611011 has been depleted. It was unknown if the initial reporter sent report to the FDA. Investigation results for lot 2016113 as it was the only lot returned.

Event description:
Caller states patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller did not know which strip lot produced the discrepant result. Lots 21611311 (expiration date 02/28/2014) and 21611011 (expiration date 01/31/2014) were in use at the time of the event. The retention strips were tested on a retention meter. No error messages occurred and the retention strips performed as expected. Lot 21611011 has been depleted. It was unknown if the initial reporter sent report to the FDA.